Event description:
It was reported that spike tip broke off inside the IV bag while spiking the bag. The incident did not reach the patient. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tip of tubing broke off in levophed bag. Tip expanded. Did not attach to pt or pump. Discarded full bag of levophed."

Event description:
It was reported that spike tip broke off inside the IV bag while spiking the bag. The incident did not reach the patient. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tip of tubing broke off in levophed bag. Tip expanded. Did not attach to pt or pump. Discarded full bag of levophed."

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation.

Event description:
It was reported that spike tip broke off inside the IV bag. Additional information requested, but was not received.

Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified

Event description:
The incident did not reach the patient. Received a copy of the customer's sus voluntary event report from FDA which states, ¿tip of tubing broke off in levophed bag. Tip expanded. Did not attach to pt or pump. Discarded full bag of levophed."